Event description:
It was reported that the after inserting the sensation plus 50 cc intra aortic balloon (iab) catheter had a fiber optic sensor failure alarm, along with waveform not looking "normal". Customer stated there was a chest x-ray ordered and aspirated the inner lumen successfully then flushed with the pump in standby for 20 seconds. After reviewing the arterial waveform looked appropriate. The numbers read 71/40 with a mean of 76 and augmentation of 111. Getinge personnel had suggested to plug in the fiber optic cable. The pump immediately had a fiber optic sensor failure alarm. Later which was suggested to unplug the fiber optic cable and continue to transduce the inner lumen as her arterial source. There was no harm or injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint reference : (B)(4).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: a4, h6 medical device problem code. No decon or visual inspection performed since product was not returned and could not be evaluated. A call was received via the esp line, (B)(6), a nurse practitioner in the ccu, reported a fiber optic sensor failure alarm and an abnormal arterial waveform. Initial screenshot showed pump triggering off pressure, dampened waveform and fiber optic sensor failure. The esp team assisted with providing troubleshooting steps that included (B)(6) to disconnect the fiber optic cable, to order a chest x-ray, to aspirate and flush the inner lumen with the pump in standby. Reconnecting the fiber optic cable triggered the same failure alarm. She was instructed to continue using the inner lumen for arterial pressure and save the catheter for return and analysis. The customer experienced an issue with the iab sensor and they were instructed to save the catheter after use to return it back for evaluation. The root cause will be able to be determined once the device is returned back to the facility for visual and physical investigation. The failure was confirmed by the esp team. However, it is impossible to define the root cause at this time. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.